Event description:
It was reported that the patient's right heart failure was under control.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure as well as patient-related conditions could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed four, transient low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2022 through (B)(6) 2022, per the timestamps. Four, transient low flow hazard alarms were captured. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had multiple low flow alarms with no symptoms. The doctors recommended updating the low flow software. The cause of the low flows was not determined. Due tp the frequent occurrence the low flow alarms, the dose of diuretic was reduced. As a result, edema of the patient's lower extremities became prominent and signs of heart failure developed. The patient was admitted for right heart failure and hyponatremia. The patient underwent percutaneous coronary intervention in the right coronary artery due to ischemic cardiomyopathy. Oral drug adjustment was carried out. The right heart failure was under control, symptoms of heart failure improved and the frequency of the low flow alarms decreased but the low flow alarms still occurred several times a week. The introduction of oral inotropes was considered. The patient was discharged on (B)(6) 2022. The right heart failure was pre-existing and was not device related.